Event description:
It was reported that during a pulse generator upgrade, ventricular lead insulation degradation was discovered. A repair kit was used to repair the insulation.

Manufacturer narrative:
Na